Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter: this instrument was being processed in sterile processing department. Not found during any patient use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.071¿ x 0.163¿. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.

Event description:
It was reported that during central processing, the tip of the permanent cautery hook was found to be broken. The instrument was not used broken according to the customer. There was no report of patient involvement and no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received additional information on the customer-reported complaint on (B)(6) 2024: the customer cannot guarantee when the instrument was damaged. There were no reports of broken or fragments breaking off inside any patients. No return of patient to our knowledge for foreign objects in patient.

Manufacturer narrative:
Additional follow-up information was received from the customer regarding this event. The customer was not able to say when the instrument was damaged. There were no reports of it being broken during use or of fragments breaking off inside any patient. There was no return of a patient for foreign objects in the patient to their knowledge.

Event description:
Refer to h10/h11 for follow-up information.